Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said it does not seem like implant is giving them the full amount of support that it has in the past. Patient said they have been monitoring it themselves and thinking maybe they need to increase the voltage but they can't do that because it makes their legs cramp up real bad. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient called back in to get information to new updates about the spinal cord devices. Patient stated that they are not getting the full benefits of their devices and planning to get a replacement. Patient mentioned that there are specific groups for each part of the body that was reprogrammed on their ins. Agent had patient changed groups and patient confirmed that the groups are for other part of the body. Agent redirected to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the ins needed to be recharged more often and took longer to recharge. The relief was not as effective. When increasing stimulation, the patient experienced cramps and pain. The patient was meeting with a manufacturer representative (rep) on (B)(6) 2025.